Event description:
It was reported that the customer received a button error alarm on the insulin pump, following exposure to humidity. Her blood glucose level was 15.2 mmol/l. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Manufacturer narrative:
Insulin pump passed displacement test. No utton error alarm noted. Insulin pump had an intermittent button response, due to moisture damage on keypad traces. Insulin pump had a cracked case near lcd window corner, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip stained address/serial number label, stained end cap sticker and broken belt clip slot.